Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for 3 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on (B)(6) 2025 and it tested positive for 7 cfus of an unspecified aerobic microorganism. The device was tested again on (B)(6) 2025, and tested positive for 6 cfus of an unspecified aerobic microorganism. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu:2 bacterial identification: bacilliaceae and micrococaceae. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. The event can be prevented by following the instructions for use which state: gif/cf/pcf-190 series reprocessing manual" and "gif/cf/pcf-190 series operation manual" after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." (Om) olympus will continue to monitor field performance for this device.